Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
The device and lead were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and an inappropriate shock due to atrial fibrillation that was detected as ventricular tachycardia. The right ventricular (rv) lead was noted to have t-wave oversensing as well as poor sensing. The device was noted to be at elective replacement indicator (eri). The plan was to replace the device and lead. No further patient complications have been reported as a result of this event.